Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Several attempts have been made to obtain further information, but original reporter has not been responsive.

Event description:
A nurse reported while doing a frontal endoscopic sinus surgery (fess) that the surgeon felt accuracy was not optimal while using the straight suction. The nurse reported that the probe position looked fine on the outside of the head, but that it appeared off by a couple of millimeters when navigating inside the nose. No patient harm was reported.